Manufacturer narrative:
Product analysis results: visual inspection confirmed the threaded hole of the cage and a few of the gripping ribs have been damaged . Microscopic inspection revealed the material around the threaded hold indicates that the material may have been pulled away. This type of damage is consistent with excessive force applied to the implant during the removal process. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion (olif) of 2 intervertebral discs and anteroposterior fixation at l3/4/5 due to lumbar spinal canal stenosis. Intra-op, during cage insertion the grasping of the cage got loose suddenly when hitting. The threaded inserter hole of the cage was stripped. It was judged that the grasping part of the inserter and the thread of the cage broke and a new cage in same size was opened to deal with it. The newly opened cage turned to a similar state, but it was inserted as it was. The intervertebral disc space was not narrow, and the surgeon cannot decide the size from 8 or 10 and the cage of 10 was inserted. There was a delay of less than 60 min in overall procedure time as a result of this event. There were no patient complications reported as the result of this event.